Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator due to c-33 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and issue was confirmed through system logs, with recurring c-33 errors observed in logs from march and april 2026. The unit also displayed a c-33 error at startup, and additional log errors (c-00, m-0b, m-31, c-84, m-02) were recorded. The erbe unit will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, a staff member reported repeated c-00 errors on the erbe integrated electrosurgical unit (iesu). She stated that she power cycled the iesu, but the error persisted. At this time, it is unknown how the procedure proceeded. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed as planned using a standard ligasure bovie device with a blue cord attached to the back of the vision side cart (vsc).